Manufacturer narrative:
(B)(4). The reported malfunction of "needs to be re-calibrated, but it will not let the customer re-calibrate" was not confirmed and not reproduced. The root cause was not identified and no repairs were necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an ipump that "needs to be re-calibrated, but it will not let the customer re-calibrate". It is unknown when or in which care area this event occurred. The facility representative did not know if there were any report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.